Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred about one minute after the start of a patient¿s hemodialysis (hd) treatment. The blood leak was confirmed to be visually observed in the dialysate compartment of the device, towards the arterial side. The rn stated they could see where the blood leaked through the fibers, and the fibers looked slightly damaged. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood test strip was not used because the blood leak was visible. Fresenius bloodlines were also being utilized during the treatment. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was reported to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. There was blood noted throughout the fibers. Ogden adapter and blood port caps were attached to the device. No damage was noted on the returned sample. A bubble point leak test was performed on the dialyzer. No leaks were detected, possibly due to the presence of coagulated blood. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a potted fiber fragment was identified at approximately 85° on the cavity ID end, with the dialysate ports positioned at 0°. The fiber fragment measured approximately 12.26 mm in length above the polyurethane (pu). The opposing end of the fiber fragment was not identified. No other damage or irregularities were noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There were multiple approved temporary deviation notices (dns) and one non-conformance (nc) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, nc, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred about one minute after the start of a patient¿s hemodialysis (hd) treatment. The blood leak was confirmed to be visually observed in the dialysate compartment of the device, towards the arterial side. The rn stated they could see where the blood leaked through the fibers, and the fibers looked slightly damaged. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood test strip was not used because the blood leak was visible. Fresenius bloodlines were also being utilized during the treatment. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was reported to be available for manufacturer evaluation.